Manufacturer narrative:
The insulin pump was received with minor scratched display window, broken reservoir tube lip, and scratched case.

Event description:
Customer stated that he had and event where he accidentally delivered insulin and that caused his blood glucose to go low. Customer stated he monitors his blood glucose. Customer requested the insulin pump to be replaced with one with the scroll wrap feature. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.